Manufacturer narrative:
At the date of this report, the device was not evaluated by the manufacturer. The investigation is then not completed. A medwatch follow-up will be submitted when the investigation is completed.

Event description:
It was reported that the universal modular electric/battery double trigger handpiece runs without action on the triggers. No patient harm or delay reported.

Manufacturer narrative:
Diagnosis: universal modular electric/battery double trigger handpiece, part number 89-8507-400-00, serial number (B)(4) has been returned for complaint investigation. Upon receipt, it has been confirmed that the motor was noisy, the trigger/controller boards wire was defective, connection of trigger board was broken as well as the ferrite of controller board. Besides, the guide front face was noticed cracked during disassembly step. After opening the device, we reproduced the reported defect only once. Additional tests were performed and it could not been reproduced. Repair: the motor, trigger board, controller board, trigger/controller boards wire, guide front face and seals have been replaced. The battery support and heat shrink have been replaced for repair purpose. The product has been returned to the customer.